Event description:
It was reported to boston scientific through a real world data (rwd) study that the patient had undergone a water vapor thermal therapy procedure using the rezum device in (B)(6) 2019. On an unspecified date following the procedure the patient presented with a urinary catheter placed. No additional details are available.

Manufacturer narrative:
This event was reported through review of real-world data; anonymized information was collected from events occurring in spain and italy. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected field: e1 initial reporter phone.

Manufacturer narrative:
This event was reported through review of real-world data; anonymized information was collected from events occurring in spain and italy. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific through a real-world data (rwd) study that the patient had undergone a water vapor thermal therapy procedure using the rezum device in (B)(6) 2019. On an unspecified date following the procedure the patient presented with a urinary catheter placed. No additional details are available.